Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (medical imaging, returned device analysis, DHR review, and complaint history review), the most probable root cause of the lateral breakage of the pe liner by the neck appears to be patient-specific factors (trauma or osteolysis of the trapezium potentially leading to cup tilting), combined with an initial intra-prosthetic conflict resulting in pe liner blockage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2022. Subsequently, the patient underwent revision surgery 4 years after the initial implantation due to loosening of the trapezial cup. Intraoperatively, an intra-prosthetic dislocation was identified, along with significant bone loss of the trapezium estimated at 75%.